Event description:
Patient was revised to address loosening of the patella at the cement/implant interface. The manufacturer of the cement used at the time of original implantation is unknown. It was reported that, two months ago, while climbing a ladder, the patient felt a pop in his knee and since then has had anterior knee pain and swelling. Very slight poly wear of the tibial insert was also reported.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product code and lot code combination since its release for distribution. Requests for additional investigational inputs were conducted. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.